Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. It was reported that during an unspecified cardiac ablation procedure using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, blood flowed back due to a hemostatic valve breakage when the sheath was inserted to the patient¿s body. There¿s no indication that the patient¿s hemodynamics was compromised. There¿s no indication that medical/surgical intervention was required. The issue was resolved by replacing the sheath. The procedure could be completed without further issues. Device evaluation details: sheath was inspected, and visual analysis revealed that hemostatic valve appears dislodged inside of hub. Brim cap and friction ring remain intact. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record (DHR) was performed, and no internal action related to the complaint was found during the review. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the sheath during the procedure; however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the sheath was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
(B)(6). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an unspecified cardiac ablation procedure using the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, blood flowed back due to a hemostatic valve breakage when the sheath was inserted to the patient¿s body. There¿s no indication that the patient¿s hemodynamics was compromised. There¿s no indication that medical/surgical intervention was required. The issue was resolved by replacing the sheath. The procedure could be completed without further issues. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The hemostatic valve breakage is an MDR-reportable issue.